Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor siltex round moderate profile 300cc saline breast prostheses. Deflation of the right breast prosthesis and capsular contracture were determined by physical examination. As a result, the patient underwent removal and replacement with unknown gel breast prosthesis on (B)(6) 2017.